Event description:
The patient was admitted to the hospital due to a pocket infection. During the hospital stay, the device was programmed, and it was found that the remaining battery life was less than 6 months. The device was explanted.